Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant devices with unknown therapy date: tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f, fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl3¿ 8f, fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f.

Event description:
Related manufacturer report number: 3008452825-2020-00602, 3005334138-2020-00545, 3005334138-2020-00547. Following an af ablation procedure, the patient experienced a stroke. There were no performance issues with any abbott devices. A transesophageal echo was performed to exclude a left atrial appendage (laa) thrombus, there was question of a thrombus in the laa but it was decided to be unlikely. A target act of 300 or above is maintained for all la ablations per the representative. The physician did not allege any abbott product was the cause for the cva.